Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. Unit also received with missing keypad overlay. Unable to perform displacement test or self test due to unresponsive buttons.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly and the down button was unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer also reported that he button cover came off. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.